Manufacturer narrative:
B5: the cause of the event was fungal infection and more protein loss. The patient was hospitalized for the event. At the time of this report, all antibiotic treatment was discontinued and the patient has recovered from the event, however, hospitalization was ongoing. On an unknown date, pd therapy was discontinued and the patient was on switched to hemodialysis twice a week. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was unknown. It was unknown if the patient was hospitalized for the event. On an unreported date, the patient was treated with vancomycin injection (1gm, route, frequency and duration were not reported) and ceftazidime injection (1gm, route, frequency and duration were not reported) for peritonitis. At the time of this report, the patient outcome was and action taken with pd therapy was unknown. No additional information is available.